Event description:
This is a report from baxter (B)(4) of a no flow. The reported condition occurred during patient use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The reported condition of no flow was not confirmed; therefore an assignable cause could not be determined. Batch review was performed on the reported batch with no abnormality observed. Should additional information become available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)

Manufacturer narrative:
(B)(4)additional information: delivery test was performed on the returned sample using water with no abnormality observed.